Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3889-28, lot# j0425009v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she had uncomfortable stimulation which was reportedly sudden. There was no trauma or falls related to this issue. It was noted that the patient was undergoing physical therapy for spinal stenosis and bursitis. She received ultrasound treatment for this.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the steps taken to resolve the uncomfortable stimulation included the health care professional (hcp) re-setting it. The uncomfortable stimulation had not been resolved. It came back during certain exercises and when they had a rectal impaction (they had a rectocele). The internal battery was very low. According to the hcp, it was time to change soon.